Manufacturer narrative:
On (B)(6) 2017, the customer reported that the bg had returned to target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 593 mg/dl and a bolus was delivered via the pump to address the bg level. The customer did not know what caused the high bg. A pump system check was performed and no device issues were observed. The customer disconnected the telephone call with tandem technical support prior to completing the troubleshooting.